Event description:
It was reported the patient is no longer receiving effective stimulation. The sjm representative interrogated the system and found no issue. Attempts at reprogramming were unsuccessful. X-rays revealed the leads show no movement or anomalies. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.